Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer's mother reported via phone call hospitalization and motor error alarm. Customer experienced diabetic ketoacidosis and ketones. Customer was hospitalized as a result of their high blood glucose levels. Customer was out of town and unable to troubleshoot for motor error alarm.